Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd precisionglide¿ needle 3/8 in. Single use, sterile, 26 g leakage occurred there was no report of patient impact. The following information was provided by the initial reporter: material # 305110. It was reported that leakage occurred product with issue - bd 26 g, 3/8" needle, pn 305110 product lot # - 210304